Event description:
International affiliate reports that when the surgeon was inserting a screw into the bone, the tip of the skyline expansion tip screwdriver snapped off from the instrument. The broken tip was left in the screwdriver head but was easily retrieved. No pieces fell in the patient. The surgeon proceeded by using another same/like driver. The difficulty resulted in a short, one minute delay with no adverse consequences to the patient.

Manufacturer narrative:
The skyline expansion tip screw driver was not returned for evaluation. Review of the device history record cannot be performed as the lot code is unknown. A 12-month review of the complaint trend analysis for the expansion tip screwdriver was conducted on the specific product code from this complaint file as the product family does not exist for this device. Without the return of the expansion tip screwdriver we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action is necessary at this time as there has been no systemic trend identified. Therefore, this complaint file will be closed with no further action required. Should the device become available at a later date, then it will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.